Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the implantable neurostimulator (ins) was "only implanted last year and now the battery is dead again," and the end of service (eos) message was seen. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.